Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) (r874988101). It was reported that on (B)(6) 2024, an 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It's noted during procedure, that there was difficulty implanting the 25mm navitor vision valve due to due to calcification and small coronary artery distance and tubular aorta. Intubation of the left main artery with a 6f non-abbott device and insertion of a 3.0x15 mm non-abbott into the ramus interventricularis anterior via a non-abbott wire was performed. Preparation and puncture of the left axillary artery and insertion of an unknown 14 f sheath occurred. The patient was administered 15,000 iu of heparin. It's noted that there was difficult insertion of the non-abbott guidewire and an unknown 14f sheath due to kinking of the subclavian artery. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. A post-implant balloon aortic valvuloplasty was performed using a 2mm non-abbott due to moderate perivalvular leakage. The final non-coronary cusp implant depth was 3mm. Post-procedure, it was noted via computed tomography scan that the patient had suffered a right-sided middle cerebral artery occlusion without higher grade perfusion. The patient described having neck pain and vision problems. A computed tomography and magnetic resonance imaging scan were performed in consultation with the neurology department. This revealed multiple new and several older infarcts. On (B)(6) 2024, the patient no longer reported subjective symptoms. Telemetric monitoring revealed an episode of atrial fibrillation with subsequent spontaneous conversion to sinus rhythm during the subsequent inpatient course. The patient was administered a beta blocker. On (B)(6), the patient was started on oral anticoagulation. The subsequent echocardiographic examination was able to rule out a pericardial effusion and showed the 25mm navitor vision valve in the correct position and function. The patient's stroke symptoms had a duration of one day and the patient did not experience a permanent injury or disability. The cause of the patient's right-sided middle cerebral artery occlusion is attributed to embolization of calcific material. The patient was hospitalized from on (B)(6) 2024. There is no allegation of malfunction against the abbott device or procedure. The patient was stable, recovered, and discharged at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl), stroke, pain, blurred vision, and atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, the reported pvl appears to be related to patient condition (calcification). The reported stroke, pain, and blurred vision appear to be related to embolized calcific material. A cause for the reported atrial fibrillation could not be conclusively determined. The reported hospitalization and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.